Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred that indicated that the cartridge could not be used. Review of pump history was unable to identify a specific alarm. Blood glucose was 100 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.